Event description:
A us distributor returned monitor sn (B)(4) indicating that it will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the q13 and q17 transistors were shorted on the monitor defibrillator board. The cause of the test failure was the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.